Event description:
It was reported that during the testing of the external pulse generator (epg), it did not stay on for the 15 seconds as expected. Technical services (ts) provided assistance in resolving the issue by directing the biomedical engineer (be) to measure the battery voltage and it was 9.4 volts. Ts then had the be put the battery back in and power up the epg. After about two minutes, the be opened the battery drawer and the epg stayed on "well over 15 seconds." The epg will remain in use after additional testing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).